Manufacturer narrative:
H.6. Investigation summary. Bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for draw volume with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use the tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: the customer stated that the tubes were filling over the cap. They would like to know the tubes overfilling will affect their test results. Additionally, on 2020-06-08 the bd sales consultant provided the following additional information: customer indicated that some specimens from the satellite clinics and some inpatient specimens came in with blood level just above the etched line. He stated that it appeared that the blood level was at the base of the outer hemogard cap. He also indicated that, for the inpatients they compared inr results from specimens drawn the previous day from tubes that did not appear overfilled and there were no significant differences in results. He did ask if overfilling would effect test results and I indicated that their could be interference due to a change in the blood to anticoagulant ratio. Customer has tubes to send in for evaluation and will be send a picture of a filled tube should one come to the lab this week. Tubes are kept in a cabinet away from direct sunlight and are at room temperature. I followed up with the customer by sending an email with the citrate volume card attached showing the correct minimum and maximum volumes for the nacitrate tube. Customer sent emails with photos of the nacitrate tube volumes and the volumes are correct.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: the customer stated that the tubes were filling over the cap. They would like to know the tubes overfilling will affect their test results. Additionally, on 2020-06-08 the bd sales consultant provided the following additional information: customer indicated that some specimens from the satellite clinics and some inpatient specimens came in with blood level just above the etched line. He stated that it appeared that the blood level was at the base of the outer hemogard cap. He also indicated that, for the inpatients they compared inr results from specimens drawn the previous day from tubes that did not appear overfilled and there were no significant differences in results. He did ask if overfilling would effect test results and I indicated that their could be interference due to a change in the blood to anticoagulant ratio. Customer has tubes to send in for evaluation and will be send a picture of a filled tube should one come to the lab this week. Tubes are kept in a cabinet away from direct sunlight and are at room temperature. I followed up with the customer by sending an email with the citrate volume card attached showing the correct minimum and maximum volumes for the acistrate tube. Customer sent emails with photos of the nacitrate tube volumes and the volumes are correct.